Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Physio performed unrelated repairs to the device and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer initially reported that their device had logged multiple event codes in the log. It was later reported that their device would power cycle continuously and would need to have batteries pulled to stop. There was no report of any patient use associated with the reported issue.